Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopy with "curages" procedure, the device was not functional (the clips were malformed). It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. D4: batch # t92k0d. H6: component code: mechanical (g04). Investigation summary: visual analysis of the returned sample revealed that the er320 was received with no apparent damage. During testing, the trigger was noted to be jammed. No functional test was performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the trigger handle was confirmed to be broken. In addition, sixteen clips were found inside the clip track. No conclusion could be reached as to what may have caused the firing trigger to become damaged. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: the applier may be introduced through the appropriate diameter trocar sleeve with or without a clip in the jaw. The ratchet mechanism in the handle facilitates a one-way firing stroke and provides clip security in the jaws. Once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.